Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) it was reported that patient had been being treated for infections/mrsa since implant. Patient has infection of the spine and pocket sites. He is admitted on IV antibiotics explant was completed. The issue was resolved.